Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/29/2025, a sales representative reported via email that (qty. 2) of an ar-1588btb-ib tightrope ii btb broke at the knotless mechanism when tightening down. This was discovered during a procedure (B)(6) 2025, with no reported patient harm. Additional information received on 2/5/2025: this was discovered after graft prep when docking the acl during a pcl reconstruction procedure on (B)(6) 2025. The case was completed using a new ar-1588btb-ib tightrope ii btb. The case was delayed about twenty to thirty minutes; however, the sales representative did not know if additional anesthesia was administered. Additional information was received on 02/13/2025: this occurred inside the patient in the socket when docking the acl.